Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 337mg/dl (in the reported issue notes it doesn't state if this is a meter or lab result). Tests were done <10 mins apart with a difference of >20%. Pt did not experience any adverse events. No further info has been reported.